Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with loss of capture on the right ventricular lead. The patient reportedly did not require pacing for the past 10 years and the physician elected to program the lead off. No further intervention or complications were reported.